Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the voltage to the left monitor and tightened the power connectors to both monitors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor would not function properly on the 9900 systems. No pt injury was reported.